Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient via the manufacturer representative reported experiencing implant site pain. It was stated that the patient had their device removed. It was noted the manufacturer representative was asked to call the patient by the doctor's office since the patient wanted more information on the adverse effects for their own research. Additional information received from the healthcare professional reported that the patient's implant site pain was resolved. Indication for use was urinary dysfunction/sacral nerve stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.